Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the asymptomatic patient's right atrial lead exhibited noise and insulation anomaly. The lead was capped and replaced. The patient was discharged in stable condition.